Event description:
Nursing staff complaints of the phoenix pl 1000 single use exam gloves. The complaint is that the gloves had holes that one doesn't see and when working with blood or body fluids one is at great risk of exposure. A package of the gloves were examined and the gloves were opened and the gloves were torn and in some areas the holes are real small.